Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this right ventricular lead exhibited questionable loss of capture on the presenting electrogram. Technical services noted the pace impedance trend has been trending downward. It is unknown at this time if there was pacing inhibition or asystole greater than two seconds. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.